Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for another indication (approximately sixty-nine days prior to receipt of this report). The patient was treated with ceftadizim (route, dose and frequency not reported) for the peritonitis event. The patient was already receiving vancomycin, intravenously for another indication. Unreported antibiotic therapy was stopped after ten days and then started again (unreported date). On an unreported date the patient developed sepsis, reported as "sepsis with pancreatitis with concomitant peritonitis". Fifteen days prior to receipt of this report the patient passed away. The cause of death was reported as sepsis with pancreatitis with concomitant peritonitis. It was reported an autopsy was not performed. It was reported antibiotic therapy was stopped one day prior to death. It was reported the patient had not recovered from the peritonitis at the time of death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.